Event description:
It was initially reported that a preloaded intraocular lens (iol) was inserted and had to be cut and taken out. Through follow-up, we learned that the fully inserted iol was removed from the patient's left eye during the same procedure (right after iol implantation/application). It is unknown if the incision was enlarged and if there was a delay in the procedure. Account indicated that the directions for use were followed. Vitrectomy was performed and sutures were placed. The patient outcome was provided as temporarily impaired. Drops were prescribed. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt was made to obtain the missing information as well as additional information regarding the complaint; however, no further information was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.